Event description:
It was reported that during coil embolization of a right cavernous aneurysm at the right syphon, the physician could not repositioned the coil. Ultimately, the coil was implanted leaving approximately 5mm protruding into the parent vessel. No additional treatment and/or intervention was required. The patient was reported in good condition.

Manufacturer narrative:
(B)(4) - coil protrusion. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was prepared and used in accordance with the direction for use. However, additional information obtained confirmed that during repositioning, the coil entangled in the coil mass while been withdrawn; limiting its performance. Therefore, a root cause of operational context has been assigned to this event.